Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment threads were stripped. It was noted that the battery cap was damaged as well. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2014 with the following findings: visual inspection revealed that the battery compartment was cracked on the side between the keypad and the bumper pad. The returned battery cap was found to be damaged/stripped and was not able to be secured to the pump. The battery cap contact height was found to be out of the required specifications. The battery cap contact width was found to be within the required specifications. A test battery cap was used to complete the investigation.